Event description:
It was reported on (B)(6) 2025 that the patient presented with grade 4 functional mitral regurgitation (mr) for a mitraclip procedure. During the procedure, imaging was difficult due to patient's anatomy and image quality. The first mitraclip was successfully implanted in the central position, reducing mr to grade 2¿3. During deployment of the second mitraclip, multiple grasping attempts were made. The grasping of leaflets was difficult due to challenging anatomy of the patient. The clip became entangled below the valve. Troubleshooting was performed and resolved the issue; however, mr increased due to tissue damage and chordal rupture. The clip was removed from the anatomy. The patient remained hemodynamically stable and was referred for mitral valve replacement surgery. There was no clinically significant delay.

Manufacturer narrative:
The device is not returning for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported positioning failure (leaflet grasping - clip not implanted), difficult to remove (anatomy), or poor imaging. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. Based on available information, the reported positioning failure was related to challenging patient anatomy. The reported difficult removal from anatomy is related to procedural conditions (entangled during grasping attempts). The reported poor imaging is related to a combination of challenging patient anatomy and procedural conditions (imaging quality), per case details. The reported mitral regurgitation and tissue injury are cascading events of the difficult removal from anatomy. The reported patient effects of mitral regurgitation and tissue injury, as listed in the mitraclip g4 system instructions for use, are known possible complications associated with mitraclip procedures. The reported hospitalization and surgical intervention were results of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
N/a.